Manufacturer narrative:
Film evaluation summary: the exact cause of the reported right iliac artery been torn away during removal of the delivery system and sheath, leading to the reported blood pressure drop with uncontrolled bleeding, could not be determined from the pre-implant films provided. Images during implant were not available for return, and the reported event could not be assessed. Review of a pre-implant CT/3d film report revealed that the patient had a 58mm max diameter x 80mm length taa located near the top of the arch. The thoracic anatomy was not appreciably tortuous. The iliac arteries were non-tortuous with no appreciable calcification or thrombus seen bilaterally. The right common iliac diameter measured 7 ¿ 7.5mm, the left common iliac diameter measured 7.5mm, and the access vessels measured at the femoral head were of small caliber measuring 6.1mm on the right and 6.4mm on the left. It is possible that these events were user and/or anatomy related to the small caliber access and iliac vessels. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of a 58mm thoracic aortic aneurysm. A sentrant sheath was also used during the procedure to access the right iliac artery. The patient's external iliac arteries were 7 mm in diameter. No tortuosity or calcification of the access vessels was noted. It was reported that the navion device was placed through the sentrant sheath and advanced into the patient's descending thoracic aorta under fluoroscopy. The stent graft was deployed successfully, and the delivery system was retracted and removed from the patient via the sheath. Thereafter, the sentrant sheath was removed from the patient. When it was completely removed from the patient, the patient's tissue was observed to be connected to the sheath and it was reported that the patient's right iliac artery was avulsed. Following that observation, the patient's blood pressure significantly dropped and they experienced uncontrolled bleeding. The patient's blood pressure was controlled by repairing the anatomy, and they were transferred out of the operating room. The patient expired one day post procedure. As per the physician, the cause of the avulsion was user error. The physician believed that too much pressure was applied to the abdomen/site of the arteriotomy at the same time as the sheath was being removed from the patient. The cause of death is currently unknown. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.